Event description:
Consumer reports testing with pt's bd plink meter and comparing to another meter. Analysis run on clark error grid using competitive reading (159) as ref. Points vs. Bd readings (29) yielded data points in d range of the grid, outside acceptable limits.